Event description:
It was reported that the patient received multiple inappropriate shocks for non-ventricular rhythm. The patients medication was adjusted. The device was later explanted and replaced. No further information is available at this time.